Event description:
It was reported to the manufacturer by the end user, per the end user the staff raised the resident off the bed using the cradle with the resident in a reclined position to be placed in a wheelchair. Once that got the resident ready to be lowered into the chair the power cradle would not function to put the person into the seated position. The staff chose to physically move and hold the patient by his arms into a seated position and lower the patient into the chair. Two of the staff strained their backs and were sent to urgent care for evaluation. They both received muscle relaxers and were put on light duty. Currently, the staff has returned to normal duties. Complaint# (B)(4) were entered into our system to have the cradle returned to joerns for investigation. As of this writing, the cradle has not been returned.